Event description:
It was reported that during a stenting treatment procedure, a catheter froze on the guide wire. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous proximal right coronary artery. Using a direct stenting technique, a 3.5x24mm taxus element stent was advanced and deployed at 13 atms for 20 seconds. Next the physician tried to remove the stent delivery system from the non-bsc guide wire but was unsuccessful. The physician then removed the guide wire and the stent delivery system successfully as a unit. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received with the guidewire inserted through wire lumen. No damage was noted to the wire lumen, however, the midshaft was kinked at 4mm proximal to the exchange port. The kink location did not obstruct the movement of the guidewire. An examination of the balloon found a build- up of solidified contrast media inside the balloon. The guidewire was re-inserted through the wire lumen with no resistance noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a catheter froze on the guide wire. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous proximal right coronary artery. Using a direct stenting technique, a 3.5x24mm taxus element stent was advanced and deployed at 13 atms for 20 seconds. Next the physician tried to remove the stent delivery system from the non-bsc guide wire but was unsuccessful. The physician then removed the guide wire and the stent delivery system successfully as a unit. No patient complications were reported and the patient status is good.